Event description:
Recurrent lack of performance of controls in kit for blood donor screening. No response from vendor to try to correct the problem. Blood donor testing done daily with repeated assay failures. Vendor assumes no responsibility for lack of kit performance.